Event description:
It was reported that, during implant testing, the low energy shock impedance was greater than 400 ohms. The doctor disconnected and then reconnected the electrode. The low energy shock impedance was 80 ohms. The system was successfully implanted. There were no additional adverse patient effects.